Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the controller had loose power connections and would beep occasionally when connected to a battery. The controller was exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
Controller con090984 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of loose power connections could not be confirmed as both power ports were found to be well seated and performed proper mating and lock actions when the power sources were connected. However, log file analysis revealed power switching occurring close to and during event date. These power switching are the result of failure in communication between batteries and controller and are most likely the cause of the occasional beeping heard. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to a leaking internal battery (bt1). The most likely root cause of the reported event can be attributed to the internal battery leaking. The root cause of the loose power connections could not be determined as no failure was detected with both ports. Heartware has opened an internal investigation to evaluate no power audible alarm failures. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.